Manufacturer narrative:
As of today the lead has not been returned for analysis. Should the lead be returned and analyzed, this report will be updated.

Event description:
Boston scientific received information that this lead and another manufacture's lead displayed low shock impedances. The patient was seen for a revision procedure where the lead was explanted and replaced. There were no adverse patient effects reported.